Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to a back up pump for insulin therapy.